Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a chronic total occlusion (cto) treatment procedure, stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). During removal of the undeployed 3.5 x 16mm promus premier stent, it was stripped from the delivery system when coming back into the guide catheter. The physician was able to back down the delivery system and deploy the stent in the mid rca. The procedure was completed with this device. There were no further patient complications reported and the patient status is fine.